Manufacturer narrative:
The reason for this revision surgery was a fractured humorus. The length of in vivo service was 11.2 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 16 prior complaints reported against this part number; summary of investigations: 5 for trauma, 6 for dislocation, 2 for infection, 2 revision with unspecified reason, 1 for alignment. This is the first complaint against this lot number. The root cause for the fractured humerous was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and fracturing their humorous.